Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Clip 50624u121 detached from one leaflet and remained attached to another leaflet. Clip 50624u113 possibly detached from the posterior leaflet and remains attached to the anterior medial leaflet and an unspecified subvalvular apparatus. Cds 50624u122 was removed and the clip was not implanted. The patient went into heart block and cardiac arrest. Cardiac surgery was not an option. A pacemaker was implanted and cardiopulmonary resuscitation was performed. The patient was stabilized and 2 additional mitraclips were implanted, reducing the mr to 2+ and stabilizing the 2 slda mitraclips. Post procedure, the patient went into cardiogenic shock. Medication was provided. On (B)(6) 2016, acute renal failure and acute respiratory failure occurred, treated with medication and mechanical ventilation. On (B)(6) 2016, the patient expired. There was no additional information provided. Concomitant medical products: steerable guide catheter, implanted mitraclips (x2). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems referenced are filed under separate medwatch report numbers.

Event description:
This report is filed due on the third clip delivery system (cds 50624u122) for atypical movement in the left ventricle, gripper line break and interaction with implanted clips, and cardiac arrest. The patient expired post procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr), greater than or equal to grade 3+. One mitraclip (cds 50624u121) was implanted on the anterior 2 (a2) and posterior 2 (p2) leaflets. It is possible that this clip also grasped and was deployed on subvalvular tissue. A second mitraclip (cds 50624u113) was implanted adjacent to the first, possibly grasping tissue or chordae below the mitral valve, in addition to the leaflets. Per echocardiogram, it appeared that this clip attached to both anterior and posterior leaflets, however, it is possible this clip only attached to the anterior leaflet and posterior chordae but this could not be confirmed. A third mitraclip clip delivery system (cds 50624u122) was advanced and attempted to grasp leaflets, lateral to the previously implanted clips. The clip was unable to grasp the leaflets. During grasping attempt, as the clip was unlocked and opened, sleeve steering issues occurred in the left ventricle. The gripper line broke. During manipulations in the left ventricle at times it looked like the cds caught on some subvalvular apparatus and interacted with the two, previously implanted clips. Single leaflet device attachment occurred (slda) with the two implanted mitraclips.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported difficulty positioning was confirmed during returned device analysis, and was determined to be a result of user technique resulting in a bent actuator mandrel. The reported physical resistance, failure to adhere or bond to leaflets, and device caused damage on another device could not be replicated in a testing environment; however, these reported issues were determined to be procedural conditions of the difficulty positioning. The reported gripper line break was confirmed, and determined to be a result of procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) warns, use caution not to displace or dislodge an implanted clip when placing an additional clip; clip detachment from leaflet(s) may occur which may result in a single leaflet device attachment (slda) or device embolization. In this case, the third clip interacted with the implanted clips, resulting in two slda clips. The reported patient effects of arrhythmia, cardiac arrest, renal failure, tissue damage, cardiogenic shock, respiratory failure, and death are listed in the mitraclip system IFU as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mr reduced by one degree. Per the physician, the adverse events and sldas were related to both the procedure and device (cds 50624u122) issues. Reportedly, there were multiple manipulations of cds 50624u122 in the left ventricle which possibly contributed to the subsequent issues. (B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the additional and clarifying information was obtained: the patient had posterior leaflet restriction. The third device, clip delivery system (cds 50624u122) attempted to grasp the leaflets unsuccessfully, multiple times. During gasping attempts, there was a lot of clip manipulation (raising and lowering the grippers) in the left ventricle. The cds became caught in chordae multiple times. To remove the clip, the physician would invert and close the clip, position the clip perpendicular to the valve, and remove the clip from the tissue, into the left atrium (la). The gripper lever possibly retracted with force; however, this cannot be confirmed. Following, the gripper line had snapped as evident by the raised grippers, not responding to lowering. Additionally, each time the clip was unlocked, the delivery catheter would significantly bow. Clip delivery system (50624u122) interacted with the other 2, previously implanted clips. The 2 previously implanted clips came off of one leaflet, and remained attached to another leaflet (single leaflet device attachment (slda), in addition to possible subvalvular tissue. Once cds 50624u122 was outside the anatomy, approximately 0.5 centimeters (cm) of tissue was on the delivery system. Following, bradycardia and cardiac arrest occurred. Cardiopulmonary resuscitation was performed. Per the surgeon, the patient had a 50% chance of survival for surgery. After family consultation, the decision was made to implant 2 additional clips as treatment for the sldas.